Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary:the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : examination of the returned device revealed the locking mechanism is missing. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The 254500546 attune rp ps artic surf sz6 associated with this report was not returned for evaluation. From similar previous investigations involving trial damage, the failure has been attributed to user error when removing the attune articulating surface trial from the attune shim. It was found in CAPA-(B)(4), which investigated damage to the balseal springs on the pegs, that improper use of the attune tibial trial extractor and other surgical tools to separate the components caused damage to the peg area. Preliminary risk assessment (103095255 rev1) investigated this failure mode for similar products (fb and ps, which have identical connection features) and found that the observed occurrence rate was below that specified in the dfmea. Furthermore there were no reported cases of pieces being left in the patient (based on complaints from may 2013 ¿ sept 2014). Design review dra-004127 was completed in august 2016 which investigated possible design solutions to this failure mode. It was concluded that no design improvements, protective measures or information for safety could be implemented that would definitely reduce the risks without increasing or adding risks. CAPA-(B)(4), opened on (B)(6) 2015, issued a field safety notice notifying the market of proper technique for trial extraction as part of a mandatory worldwide sales training. As of (B)(6) 2016, (B)(4) concluded effectiveness monitoring and the action was deemed effective. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to confirm the reported event or draw any conclusions about root cause, the need for corrective action was not indicated. Monitor complaints through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update reopen (B)(6) 2019: received complaint sample device for evaluation. The complaint consisted of (1) 254500546 attune rp ps artic surf sz6. Examination of the returned device reveals the balseal on the larger post is missing. The balseal was not returned. The balseal post was severely deformed. No pieces were broken off. From similar previous investigations involving trial damage, the failure has been attributed to user error during attempts of disassembling and extracting the attune articulating surface trial and shim assembly. It was found in CAPA-(B)(4), which investigated damage to the balseal springs on the pegs, that improper use of the attune tibial trial extractor and other surgical tools to separate the components caused damage to the peg area. Preliminary risk assessment (103095255 rev1) investigated this failure mode for similar products (fb and ps, which have identical connection features) and no patient harm was identified as a result of the device failure. Hhe (health hazard evaluation) 103026031 was revisited in may of 2015 to evaluate balseal disassociation. Hhe/qrb (quality review board) 103045639 was held on june 1, 2015 and recommends a device correction. A device correction was initiated on june 12, 2015 with the following actions: closely follow IFU (0902-00-836) and inspect trials pre and post-operative for damage/breakage per surgical technique 0612-10-512 (page 51), check for balseal damage, if damage is observed, replace damaged component. Per surgical technique 0612-10-512 (page 53), emphasizing the correct use of the tibial trial extractor (product code 254500138) mandatory sales training by depuy sales consultants.(CAPA (B)(4). Design review dra-004127 was completed in august 2016 which investigated possible design solutions to this failure mode. It was concluded that no design improvements, protective measures or information for safety could be implemented that would definitely reduce the risks without increasing or adding risks. CAPA-004795 determined the likely root cause to be related to misuse. Although a definitive root cause is questionable without the spring component returned for examination, the root cause is being attributed suspected misuse/user technique error due to the observed condition of the balseal post, and the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review :null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sz 6 ps actic surf was broken spring, will not hold shim on. All pieces were retrieved. No surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: d10. Corrected: h3. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.